Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Analysis of the [recharger ], model [97755 ], s/n [(B)(6) ] found electrical failure - no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that yesterday when they charge the implantable neurostimulator (ins), they felt something hot on their back. Pt described it as "really hot" and they couldn't hardly touch it. Pt added that they noticed that the paddle, the recharger relay box, and controller was hot, so they turned it off and they don't have a "pain control". Pt mentioned that they charged the controller this morning and it was fine but when they checked it last night when it was hot, the controller battery was draining but it was not putting energy on their back. Pt also mentioned that they believed that the problem was the recharger cord because it doesn't look the same to them anymore. They also believed that there was no problem with the controller since they tried to charge it this morning, it charged fine, and it didn't get hot. Pt mentioned that they could not walk really well. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.